Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that during a paddle lead revision due to lead migration the paddle lead was replaced. The physician noted two contacts were out and the physician also nicked the paddle lead. X ray taken revealed that no contacts were left inside of the patient. The patient is doing well following the revision.